Event description:
It was reported that the homechoice machine received unknown alarms on the during the previous night¿s peritoneal dialysis (pd) therapy. The patient did not have additional details about the alarms. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was manufactured in 1999. The device was not received for evaluation. A review of the service history no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.